Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous mid left anterior descending artery that is 90% stenosed. The 3.0x15mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion; however, resistance was felt with anatomy. Once at the lesion the bdc was inflated to 15 atmospheres and ruptured during the first inflation. An unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.